Event description:
It was reported that patient underwent a revision surgery due to muscular lysis and recurring loosening of the prosthesis - allergic reaction to a metal on metal prosthesis with pseudo tumoral muscular lysis syndrome.

Manufacturer narrative:
[(B)(4)].

Manufacturer narrative:
Correction comes with an additional narrative that the reported device has not been cleared in the us. However the sleeve component reported has been cleared in the us under k062408.